Event description:
It was reported that a storm knocked out the power to the remote monitor. The patient tried to reset the monitor and use a different phone jack, but the monitor remains unable to power up. A replacement power cord was sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.